Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The pads used during the reported event were not returned for evaluation. The device was not registering a valid patient impedance. The returned multifunction cable passed testing, and the reported complaint could not be duplicated. An internal inspection of the device found no discrepancies. Review of the device log found; the mfc was scrapped and replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 68-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician used the same electrode pads and obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.